Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results were generated by the synchron lx I 725 instrument. The customer indicated that erroneously elevated accu tni results were obtained for multiple pt's. The customer indicated that samples were run in duplicate and they observed several non reproducible results in which one result was above the ami cut-off value and the second either in risk stratification range or normal. Actual results were not supplied by the customer and is not believed that any accu tni results associated with this event were reported out of the lab. No add'l info regarding this event was provided. There was no pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within specs prior to the event. However, there were sporadically elevated qc values which were in the range upon repeat. The specimens were plasma sample type. A field svc engineer (fse) was dispatched to the customer's lab: the fse conducted sys check and observed substrate values being at the high of spec limit. Per the fse, the issue was not due to contamination. The fse adjusted substrate led read, re-calibrated the instrument, and then repeated sys check with passing results. The fse performed accu tni precision run with low level accu tni control and obtained failing results. The fse repaired: main pippetor, transducer, and peri-pump. In a f/u with the customer in 2007, they indicated that accu tni performance is acceptable. Hardware issues addressed by the fse may have contributed to this event. However, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.